Event description:
It was reported that the user experienced low blood glucose after announcing a meal with an additional piece of toast, while their glucose levels were already trending down, and no corrective doses had been delivered; the user noted a concurrent sensor error on their fsl3+ and both parties agreed the cgm was calibrating. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included transient hypoglycemia that resolved after the user self-treated with candy and a protein bar, with no hospitalization or emergency care. Investigation included review of the user¿s ilet report logs and user education on accessing reports through the online portal. Investigation of this case revealed no device malfunction reported for the ilet and suggested that cgm calibration and timing of carbohydrate intake relative to insulin dosing could have contributed to the event, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.